Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. The part number is unknown; possible part #s 02.107.302 and 02.118.556. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During an olecrenon fracture repair procedure on (B)(6) 2013, there were metal shavings visible following screw insertion under power. No additional information is available. This report is for an unknown screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional product code hrs. The part is an unknown trauma device.

Event description:
The procedure was being performed to correct an elbow fracture. There was no harm to the patient as a result of the problem. This report is for an unknown trauma device.